Manufacturer narrative:
The dignity mini port was returned for evaluation and forwarded to medcomp engineering for review. Visual examination showed the port is broken into two pieces. It was noted that a small fragment along the break line is missing. A definitive root cause could not be determined. The port was implanted for 10 months and no infiltration problems were noted. In addition, the subcutaneous pocket showed no signs of tissue damage as a result of an infiltration. The port may have been damaged during the removal procedure.

Event description:
Patient was having port removed. Upon removal the doctor had noticed that the plastic port casing had cracked and broken in to two pieces. The doctor noted that the pocket was clean and healthy, no damage to the patient or evidence of any medication leaking from the port.